Manufacturer narrative:
One vitrectomy probe was returned and visually inspected and found to be visually conforming. The aspiration and cut testing was performed and deemed conforming. Actuation testing was performed and deemed nonconforming. The cutter did not open or close. The probe was disassembled and the components inspected. There is approximately 0-5 minutes of usage wear on the inner cutter was noticed when compared to the cutter wear visual standards. There was slight resistance felt when removing the needle from the inner cutter. Gouge marks are present at the bend area. The needle is pulled out of the coupling. A device history record review for the lots was conducted. No anomalies were found during the device history record reviews. The product was released according to the product¿s acceptance criteria. A complaint lot history examination indicates no other complaints for the reported issue. The complaint evaluation did not confirm a cutting issue based on the cutting testing meeting specifications. The evaluation did show an actuation problem that would have resulted in the performance issue. The root cause for the poor probe performance was due to the separation of components from poor adhesive bonding between the components. A corrective and preventive action has been opened to document the investigation and associated corrective action(s) for issues related to detachment of the probe components. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received by the manufacturer and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probe would not cut though the aspiration was present during a vitrectomy procedure. The product was replaced and the procedure was completed. There was no patient harm reported.